Manufacturer narrative:
(B)(6). All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
The manufacturing records were reviewed. All process operations presented in the manufacturing record were in compliance with manufacturing instructions specifications. All tests results showed a pass condition. No deviation or non-conformance (ncr) was generated when this production order was manufactured. Device met manufacturing release criteria. All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
We received a report that during the implantation of a tecnis zcb00 22.5 intraocular lens (iol) the haptics were sticking to the edge of the optic or at the back of the iol. The procedure was completed successfully and there was no patient injury reported.